Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a gas leak. The customer reported that every two hours the iabp unit would get a gas leak alarm which would be resolved with the intra-aortic balloon (iab) fill button followed with the start key. There was no indication of a iab leak and all connections were reported to be secure. The patient was reported to have been in and out of atrial fibrillation and atrial flutter prior to iab insertion. It was noted that the patient had no temperature and heart rate (hr) was in the 80¿s. There was no patient harm, serious injury or adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed a full preventive maintenance (pm) with all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a gas leak. The customer reported that every two hours the iabp unit would get a gas leak alarm which would be resolved with the intra-aortic balloon (iab) fill button followed with the start key. There was no indication of a iab leak and all connections were reported to be secure. The patient was reported to have been in and out of atrial fibrillation and atrial flutter prior to iab insertion. It was noted that the patient had no temperature and heart rate (hr) was in the 80¿s. There was no patient harm, serious injury or adverse event reported.

Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. Attempts are being made to the customer to obtain additional information. A supplemental report will be submitted if additional information is provided. The full name of the initial reporter in block e1 is sheila dimarucut.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a gas leak. The customer reported that every two hours the iabp unit would get a gas leak alarm which would be resolved with the intra-aortic balloon (iab) fill button followed with the start key. There was no indication of a iab leak and all connections were reported to be secure. The patient was reported to have been in and out of atrial fibrillation and atrial flutter prior to iab insertion. It was noted that the patient had no temperature and heart rate (hr) was in the 80¿s. There was no patient harm, serious injury or adverse event reported.